Manufacturer narrative:
The event description stated that turnpike shaft separated from the hub during a complex cto case when the catheter was being pulled out. There was no returned product available for evaluation or lot number provided to complete an investigation. The most likely root cause is undeterminable.

Event description:
Turnpike model shaft separated from proximal hub during complex cto procedure. Case was aborted at that time due to excessive radiation/contrast levels as wire had to be removed with separated shaft. The additional radiation and contrast necessary to rewire anatomy would've exceeded limits. The unit was not saved. The catheter was in the patient for approximately 45 minutes. The hub separated from the proximal shaft while attempting to pull the catheter back out to remove the catheter while maintaining wire position. The hub stayed intact in one piece. The case was aborted at that point due to losing wire position compounded with excessive radiation and contrast exposure levels. No adverse effects to the patient beyond case abortion and incompletion of cto procedure. No patient impact reported.